Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing. No additional observations.